Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged cannot be verified. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received with the stylet in the lumen. The catheter length had not been modified. A leak was identified in the 2fr tubing near the 14 and 15 cm depth marks. The leak sites were microscopically examined and longitudinal splits were found on the external surface of the tubing. Impressions were observed in the tubing adjacent to the splits. The tubing was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. It appears that the reported leak was caused when the catheter was compressed against the stylet. The catheter may have been compressed against the stylet while in transit, storage, or preparation for insertion. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of reav0989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter leaked. No patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav0989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter leaked. No other information was reported. No patient involvement.